Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported, indicated by malfunction code malf 0. It was unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the customer successfully reset it, preventing the malfunction code from recurring. The customer continued to use the pump for insulin therapy.